Event description:
It was reported that during a hysterectomy, in the last part of the procedure when cleaning the device, the active shears was fractured when immersed in a cup with physiological serum and the device had to be replaced. The surgery was delayed 15 minutes. Fragments were generated but easily removed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: v7016c. The following information was requested, but unavailable: the event description mentions "the active shears was fractured". Please indicate exactly which part of the device was fractured. Is the titanium blade tip broken off? Is the titanium blade tip damaged? Is the white tissue pad damaged? Is the white tissue pad completely missing from the clamp arm? Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. In addition, the device was returned with the tissue pad damaged, melted, and 100% present. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch v7016c, and no non-conformances were identified.